Event description:
It was reported that catheter entrapment on guidewire occurred. The target lesion was located in internal carotid artery. A 3.5mmx30mmx135cm (4f) sterling balloon catheter was advanced through the filter-wire ez (fwez). However, the wire did not come out of the monorail lumen, resistance was felt and the device could not be pulled out. Multiple attempts were made to cross the wire through the fwez, but it got stuck. The procedure was completed with a different device and there were no patient complications reported.